Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4). On (B)(6) 2017, fse conducted follow-up with the customer over-the-phone to address the reported event. He provided instructions for her to lift the main lid so she could clean out the waste chute and empty the solid waste that was clogging the chute. On (B)(6) 2017, fse followed up with the customer again to verify that the device was running properly, without errors. No further issues were noted. No further action was required by field service. The most probable cause of the reported event was a clogged waste system.

Event description:
On (B)(6) 2017, the customer reported "error 4193 y axis cup transfer z axis home overrun" with their aia-2000st refurbished analyzer. She stated that fourteen cups inside the sorter had been dropped. She removed the cups and attempted the background again but received "substrate measurement aborrs error 6012". On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of fsh and pth patient results. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.